Event description:
The physician was attempting to advance an endeavor sprint rx drug eluting stent (3.00mm x 30mm) to a calcified and tortuous lesion in the lad. The degree of calcification and tortuosity is unknown. The device was inspected prior to use with no issues noted. It is reported that the device could not pass the lesion due to tortuosity. Stent deformation occurred. Resistance at the lesion was not reported. The physician changed to a new device, of unknown model and size, to complete the surgery. The patient is good. Evaluation summary the stent was positioned between the marker bands as per specifications. The 6th, 7th and 8th proximal stent segments were raised and deformed. The distal tip was damaged.

Manufacturer narrative:
Results: inherent risk of procedure (stent deformation). Patient¿s condition affected effectiveness of device (calcified and tortuous lesion). Deformation problem. Conclusion: known inherent risk of a procedure (stent deformation). Device failure related to patient condition (calcified and tortuous lesion). (B)(4).